Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Katsuokayama, h., ogura, y., miyauchi, s., nakai, a., koike, h., kobayashi, h., & hattoni, t. (N.d.). Early experiences of pul, wave and consideration of surgical procedure selection at seinaga general hospital (abstract pii-6). 39th meeting of the japanese society of urological endoscopy and robotics.

Event description:
It was reported to boston scientific via a presentation at the 39th meeting of the japanese society of urological endoscopy and robotics that a retrospective evaluation of surgical treatments for benign prostatic hyperplasia (bph) performed at seinaga general hospital. A total of 121 patients underwent one of five surgical procedures: transurethral resection of the prostate (tur-p), transurethral vaporization using the turis system (turisv), transurethral enucleation with bipolar energy (tueb), prostatic urethral lift (pul), or water vapor thermal therapy (wave) between (B)(6) 2020 and (B)(6) 2024. The analysis included 10 patients treated with wave. Following the procedure, early postoperative urinary retention and prolonged catheterization duration were reported.